Event description:
This male pt had two cypher stents implanted in 2005, following an acute myocardial infarction (mi). The stents were implanted in a "saphenous vein graft to the acute marginal and posterior descending arteries". He was prescribed plavix for three months. In 2007, he suffered thrombosis at the site of the stents, leading to another mi. No additional info is available.

Manufacturer narrative:
Info contained in a legal file indicated that a pt experienced a thrombotic event and myocardial infarction after having a coronary artery stent implanted. The pt's medical history is unk. The pt had two unk cypher stents implanted in a saphenous vein graft to the acute marginal and posterior descending arteries following an acute myocardial infarction. The pt was placed on plavix for 3 months following the procedure. It is unk if the pt was on aspirin. Approximately a year and a half later, the pt experienced a thrombotic event at the site of each stent leading to another myocardial infarction. No other info is available. The sterile lot # for the devices is unk; therefore, a device history report review could not be conducted. Thrombotic events and myocardial infarction are known potential adverse events associated with implanting coronary artery stents. The cypher stent is indicated for use in native coronary arteries. The pt's medical history is unk, the vessel/lesion characteristics are unk and the full extent of the pt's anti-platelet therapy is unk. With the limited info provided it is not possible to determine what factors may have contributed to the reported event. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg report # 3003742446-2009-00126.